Event description:
During a device evaluation for a separate report, additional damage was observed on a uv-flash solution transfer set. According to the report, there was unspecified damage on the interior and exterior of the device. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The affected device was received for evaluation for a separate report. The condition of damaged was observed during that evaluation ((B)(4)). Visual and functional testing was performed on the device. The condition of damaged was confirmed during the initial evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.